Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Phone number (B)(6).

Event description:
The customer reported that the application would restart after trying to discharge a patient. There was no patient incident.

Manufacturer narrative:
(B)(4).